Event description:
The customer reported, the dial on the stopcock leaks all the time and when they turn the dial, sometimes fluid sprays on the pt. Leaking occurs during normal use. No pt or staff were harmed. There is no report of medical intervention. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). No product was saved for investigation. Root cause for the reported complaint is unk.